Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that this was an arcr (anterior rotator cuff repair) treating rotator cuff tear on sep. 17, 2020. The surgeon attached the anchor to an inserter and tried to insert the anchor into a burr hole. But the inserter just idly rotated. The complaint device was received and evaluated. Visual observations revealed that the anchor and the driver hex tip were detached from the driver tubing. In other hand, the suture card was not locate from its original place. The complaint can be confirmed. The possible root cause can be associated associated with off axis and levering during insertion. However, this cannot be conclusive determined. A manufacturing investigation activity has been performed to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. There has been a closer look on the assembling procedure and on the in-process controls. The results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the document reviewed. In addition, measurements of the diameters on the driver hex tip and on the driver tubing were performed and discrepancies were not observed. A manufacturing record evaluation was performed for the finished device lot number:6l47511, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported that this was an arcr (anterior rotator cuff repair) treating rotator cuff tear on (B)(6) 2020. The surgeon attached the anchor to an inserter and tried to insert the anchor into a burr hole. But the inserter just idly rotated. The surgeon attached a replacement to the same inserter. This time the replacing anchor was inserted without an issue. There was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. Additional information provided by the affiliate reported the device will not be returned for evaluation.